Event description:
The customer reported that their device locked up during a patient event. There was no additional information available regarding the patient event or the outcome of the patient.

Manufacturer narrative:
(B)(4). The contracted service agent evaluated the customer's device and was unable to verify the reported failure. The service agent re-flashed the software as a precautionary measure and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported failure could not be determined.